Event description:
It was reported on (B)(6) 2012, that a patient presented high lead impedance on (B)(6) 2012. The systems diagnostics were performed twice and resulted in ok/high/4 and ok/high/5. The normal mode diagnostics resulted in 7/limit/high. The patient was programmed at 3 ma but the device has been disabled and the patient will be referred for full revision surgery. There were no reports of trauma or manipulation. X-rays will most likely be taken however it is unknown whether or not they will be sent to the manufacturer for review. Follow up revealed that x-rays had not been taken however surgery is scheduled. The revision surgery has not occurred to date. The patient's diagnostic history available in the in-house programming database revealed that the device was functioning properly (based off diagnostic results) up to (B)(6) 2011.

Event description:
Additional information was obtained on (B)(6) 2012, when it was found that revision surgery to address the high lead impedance occurred on (B)(6) 2012. The patient had both the lead and generator explanted and replaced. Good faith attempts to obtain the explanted lead and generator were unsuccessful.

Manufacturer narrative:
Analysis of device diagnostic history performed.